Event description:
It was reported the device had no motor movement. Timing of event was during testing. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: - telephone number: (B)(6). Review of the most recent repair record determined the rpms were on the low end, calibration was out at the zero reading and 20 reading, and the control bar was in the correct position. The motor, swivel, needle bearing, and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.